Event description:
The reporter stated that he did a meter to lab comparison during a routine doctor visit. The results were 122 mg/dl (capillary) on his meter, and the lab test (venous) result was 82 mg/dl. The tests were done within minutes. He did not have any symptoms. Reporter stated that he is not diabetic, and he tests about once every three weeks. He did not want to open strips for control testing until he needs them. The lifescan rep reviewed qc and meter to lab testing. He will see doctor in 3 months and will do another meter/lab on his new meter.